Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter issue occurred. Data was evaluated and the allegation was confirmed as unrecoverable loss of connection greater than 3 hours. The probable cause could not be determined. The reported issue of a transmitter issue is reportable based on the finding of the unrecoverable loss of connection. No injury or medical intervention was reported.